Manufacturer narrative:
The results of this investigation concluded leaflets 2 and 3 were fibrotically thickened. Fibrous pannus ingrowth was found on the inflow out outflow surfaces of leaflets 1 and 3. No acute inflammation or significant calcification was observed. No evidence was found to suggest the cause of the fibrous thickening and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 23 mm trifecta valve was implanted. On (B)(6) 2016, the patient presented to emergency room with shortness of breath. An echocardiogram was performed and mild aortic insufficiency and a paravalvular leak (pvl) were noted. On (B)(6) 2016, the valve was explanted and replaced with a 23 mm trifecta gt valve; no intraoperative pvl was observed on echo. The explanted 23 mm trifecta valve appeared to be competent with no visual structural damage. The patient is reported to be recovering.